Event description:
It was reported that the patient experienced a granuloma around the distal tip of the catheter. The granuloma was excised along with the distal portion of catheter, due to occlusion. A new distal catheter was implanted. The patient was recovering in rehabilitation due to motor function loss after removal. The reporter indicated that the patient recovered with sequela. The pump contained dilaudid 10 mg/ml at a daily dose of 4.874 mg/day.

Manufacturer narrative:
(B) (4).